Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("(stillbirth miscarriage) miscarriage") in a 24-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2009-pre-term labor-29 weeks, (B)(6) 2010-pre-term labor 32 weeks, (B)(6) 2011-pre-term baby 34 weeks, (B)(6) 2013-pre-term labor 29 weeks), miscarriage (water leaking during pregnancy, placenta abruption during labor and delivery) in 2008, cervical cancer stage ii (colposcopy) in 2010, pregnancy (2 soft markers for downs - special month in (B)(6) ) in 2011, miscarriage (cervix and bladder during labor and delivery) on (B)(6) 2012, preterm labor in 2013, uterine prolapse in 2013, ex-smoker, colposcopy, postpartum hemorrhage, foot pain and fever. Mr-there is no fracture, dislocation or subluxation, she has not noted any unusual discharge or odor, does not use alcohol. Previously administered products included for birth control: birth control pill from 2011 to february 2013 and nuvaring; for an unreported indication: procardia, ibuprofen, magnesium sulfate, progesterone and terbutaline. Concurrent conditions included gravida, heavy periods, pneumonia, pelvic infection, sexually transmitted disease, heart murmur, anemia, blood transfusion, ringing in ears, sore throat, night sweats, frequency urinary, painful periods, appetite lost and chills. Family history included blood pressure high (mother). Concomitant products included ketorolac tromethamine, midol [caffeine,mepyramine maleate,paracetamol] and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced weight decreased ("weight loss"). On (B)(6) 2014, 8 months 7 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced ovarian cyst ("complex cysts on my ovaries"), migraine ("migraines"), headache ("headaches") and hormone level abnormal ("hormonal change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain(severe and constant)"), dizziness ("light headedness") and burning sensation ("burning sensation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved, the abortion spontaneous, ovarian cyst, female sexual dysfunction, headache, tooth disorder, fatigue, dizziness, burning sensation and hormone level abnormal outcome was unknown and the migraine, weight decreased, alopecia and menorrhagia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, burning sensation, dizziness, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: mr-both tubal ostia easily visualized and both essure coils placed with difficulty ( 5 visible coils right side and 4 visible coils left side). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6) 2013-cytology report- pap test interpretation: negative for intraepithelial lesion or malignancy site: site: endocervix, vaginal specimen: thin prep adequacy: satisfactory for evaluation; endocervical or metaplastic cells present. ¿ excessive blood in specimen vial limits number of epithelial cells recovered. ¿ scant squamous cellularity. Comments: this specimen was screened by the thin prep imaging system along with an additional manual rescreening by a cytotechnologist and/or pathologist. Clinical history: post partum, cytotechnologist: lynn nagel, CT(ascp), pap normal letter will be sent to patient. On (B)(6) 2017, surgical pathology report- specimen received: fallopian tube right and left and' right and left coils clinical history: pelvic and perineal paint complex cyst of right ovary. Diagnosis: fallopian tubes, left and right, excision no significant pathology changes gross description: the specimen is received in formalin "right and left fallopian tubes, right and left coils. It consists of a 4.8 x 3.2 x 0.8 cm aggregate 01: tan-pink irregular to elongated fragments of, soft tissue, appearing consistent with fragments of fallopian tube. Two fimbriated ends are grossly identified. The serosal surfaces are tan-pink, glistening and grossly unremarkable. The cut surfaces reveal pinpoint stellate lumen with, no lesions grossly identified. Received separately in the same container are two elongated portions of coiled metal appearing consistent with essure coils measuring 11.6 cm and 10.9 cm in length and less than o.1 cm diameter. The specimens contain minimal attached tan-pink soft tissue. The specimen is sectioned and representative sections are submitted in two cassettes. Concerning the injuries reported in this case, the following ones were reported in patient's medical record: vaginal haemorrhage, pelvic pain, abdominal pain lower, genital haemorrhage, dyspareunia, weight decreased, headache, ovarian cyst, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in social media: burning sensation and dizziness. Most recent follow-up information incorporated above includes: on 26-jun-2018: event "abnormal bleedig (menorrhagia)", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("(stillbirth miscarriage) miscarriage") in a 24-year-old female patient who had essure (batch no: b21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (on (B)(6) 2009-pre-term labor-29 weeks, on (B)(6) 2010 - pre-term labor 32 weeks, on (B)(6) 2011 - pre-term baby 34 weeks, on (B)(6) 2013 - pre-term labor 29 weeks), miscarriage (water leaking during pregnancy, placenta abruption during labor and delivery) in 2008, cervical cancer stage ii (colposcopy) in 2010, pregnancy (2 soft markers for downs - special month in poughkeepsie) in 2011, miscarriage (cervix and bladder during labor and delivery) on (B)(6) 2012, preterm labor in 2013, uterine prolapse in 2013, ex-smoker, colposcopy, postpartum hemorrhage, foot pain and fever. Mr, there is no fracture, dislocation or subluxation, she has not noted any unusual discharge or odor, does not use alcohol. Previously administered products included for birth control: birth control pill from 2011 to on (B)(6) 2013 and nuvaring; for an unreported indication: hurricaine, ibuprofen, magnesium sulfate, colace, terbutaline, progesterone and procardia. Concurrent conditions included gravida, heavy periods, pneumonia, pelvic infection, sexually transmitted disease, heart murmur, anemia, blood transfusion, ringing in ears, sore throat, night sweats, frequency urinary, painful periods, appetite lost, chills, nausea and menses delayed. Family history included blood pressure high (mother). Concomitant products included ketorolac tromethamine, midol [caffeine,mepyramine maleate,paracetamol] and vicodin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced weight decreased ("weight loss"). On (B)(6) 2014, 8 months 7 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced ovarian cyst ("complex cysts on my ovaries"), migraine ("migraines"), headache ("headaches") and hormone level abnormal ("hormonal change"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain(severe and constant)"), dizziness ("light headedness") and burning sensation ("burning sensation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with removal of the essure coils) and surgery (bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, abortion spontaneous, ovarian cyst, female sexual dysfunction, headache, tooth disorder, fatigue, dizziness, burning sensation and hormone level abnormal outcome was unknown, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the migraine, weight decreased, alopecia and menorrhagia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, burning sensation, dizziness, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: mr-both tubal ostia easily visualized and both essure coils placed with difficulty ( 5 visible coils right side and 4 visible coils left side). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6) 2013-cytology report- pap test interpretation: negative for intraepithelial lesion or malignancy site: site: endocervix, vaginal specimen: thin prep adequacy: satisfactory for evaluation; endocervical or metaplastic cells present. Excessive blood in specimen vial limits number of epithelial cells recovered. Scant squamous cellularity. Comments: this specimen was screened by the thin prep imaging system along with an additional manual rescreening by a cytotechnologist and/or pathologist. Clinical history: post partum, cytotechnologist: lynn nagel, CT(ascp), pap normal letter will be sent to patient. On (B)(6) 2017, surgical pathology report- specimen received: fallopian tube right and left and' right and left coils clinical history: pelvic and perineal paint complex cyst of right ovary. Diagnosis: fallopian tubes, left and right, excision no significant pathology changes gross description: the specimen is received in formalin "right and left fallopian tubes, right and left coils. It consists of a 4.8 x 3.2 x 0.8 cm aggregate 01: tan-pink irregular to elongated fragments of, soft tissue, appearing consistent with fragments of fallopian tube. Two fimbriated ends are grossly identified. The serosal surfaces are tan-pink, glistening and grossly unremarkable. The cut surfaces reveal pinpoint stellate lumen with, no lesions grossly identified. Received separately in the same container are two elongated portions of coiled metal appearing consistent with essure coils measuring 11.6 cm and 10.9 cm in length and less than o.1 cm diameter. The specimens contain minimal attached tan-pink soft tissue. The specimen is sectioned and representative sections are submitted in two cassettes. Concerning the injuries reported in this case, the following ones were reported in patient's medical record: vaginal haemorrhage, pelvic pain, abdominal pain lower, genital haemorrhage, dyspareunia, weight decreased, headache, ovarian cyst, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in social media: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. Event added from mr: pelvic inflammatory disease. Concomitant and historical drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("(stillbirth miscarriage) miscarriage") in a 24-year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (31jul2009-pre-term labor-29 weeks, 20jun2010-pre-term labor 32 weeks, 31jul2011-pre-term baby 34 weeks, (B)(6). 2013-pre-term labor 29 weeks), miscarriage (water leaking during pregnancy, placenta abruption during labor and delivery) in 2008, cervical cancer stage ii (colposcopy) in 2010, pregnancy (2 soft markers for downs - special month in poughkeepsie) in 2011, miscarriage (cervix and bladder during labor and delivery) on 28-jun-2012, preterm labor in 2013, uterine prolapse in 2013, ex-smoker, colposcopy, postpartum hemorrhage, foot pain and fever. Mr-there is no fracture, dislocation or subluxation, she has not noted any unusual discharge or odor, does not use alcohol. Previously administered products included for birth control: birth control pill from 2011 to february 2013 and nuvaring; for an unreported indication: procardia, ibuprofen, magnesium sulfate, progesterone and terbutaline. Concurrent conditions included gravida, heavy periods, pneumonia, pelvic infection, sexually transmitted disease, heart murmur, anemia, blood transfusion, ringing in ears, sore throat, night sweats, frequency urinary, painful periods, appetite lost and chills. Family history included blood pressure high (mother). Concomitant products included ketorolac tromethamine, midol [caffeine,mepyramine maleate,paracetamol] and vicodin. On (B)(6). 2013, the patient had essure inserted. In (B)(6).2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleedig (menorrhagia)"). In 2014, the patient experienced weight decreased ("weight loss"). On (B)(6).2014, 8 months 7 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6).2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In march 2017, the patient experienced ovarian cyst ("complex cysts on my ovaries"), migraine ("migraines"), headache ("headaches") and hormone level abnormal ("hormonal change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain(severe and constant)"), dizziness ("light headedness") and burning sensation ("burning sensation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6). 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved, the abortion spontaneous, ovarian cyst, female sexual dysfunction, headache, tooth disorder, fatigue, dizziness, burning sensation and hormone level abnormal outcome was unknown and the migraine, weight decreased, alopecia and menorrhagia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, burning sensation, dizziness, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: mr-both tubal ostia easily visualized and both essure coils placed with difficulty ( 5 visible coils right side and 4 visible coils left side). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6). 2013-cytology report- pap test interpretation: negative for intraepithelial lesion or malignancy site: site: endocervix, vaginal specimen: thin prep adequacy: satisfactory for evaluation; endocervical or metaplastic cells present. ¿ excessive blood in specimen vial limits number of epithelial cells recovered. ¿ scant squamous cellularity.comments: this specimen was screened by the thin prep imaging system along with an additional manual rescreening by a cytotechnologist and/or pathologist. Clinical history: post partum, cytotechnologist: lynn nagel, CT(ascp), pap normal letter will be sent to patient. On (B)(6). 2017, surgical pathology report- specimen received: fallopian tube right and left and' right and left coils clinical history: pelvic and perineal paint complex cyst of right ovary. Diagnosis: fallopian tubes, left and right, excision no significant pathology changes gross description: the specimen is received in formalin "right and left fallopian tubes, right and left coils. It consists of a 4.8 x 3.2 x 0.8 cm aggregate 01: tan-pink irregular to elongated fragments of, soft tissue, appearing consistent with fragments of fallopian tube. Two fimbriated ends are grossly identified. The serosal surfaces are tan-pink, glistening and grossly unremarkable. The cut surfaces reveal pinpoint stellate lumen with, no lesions grossly identified. Received separately in the same container are two elongated portions of coiled metal appearing consistent with essure coils measuring 11.6 cm and 10.9 cm in length and less than o.1 cm diameter. The specimens contain minimal attached tan-pink soft tissue. The specimen is sectioned and representative sections are submitted in two cassettes concerning the injuries reported in this case, the following ones were reported in patient's medical record: vaginal haemorrhage, pelvic pain, abdominal pain lower, genital haemorrhage, dyspareunia, weight decreased, headache, ovarian cyst, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in social media: burning sensation and dizziness. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6).-2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("(stillbirth miscarriage) miscarriage") in a (B)(6) year-old female patient who had essure (batch no. B21577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2009-pre-term labor-29 weeks, (B)(6) 2010-pre-term labor 32 weeks, (B)(6) 2011-pre-term baby 34 weeks, (B)(6) 2013-pre-term labor 29 weeks), miscarriage (water leaking during pregnancy, placenta abruption during labor and delivery) in 2008, cervical cancer stage ii (colposcopy) in 2010, pregnancy (2 soft markers for downs - special month in (B)(6)) in 2011, miscarriage (cervix and bladder during labor and delivery) on (B)(6) 2012, preterm labor in 2013, uterine prolapse in 2013, ex-smoker, colposcopy, postpartum hemorrhage, foot pain and fever. Mr-there is no fracture, dislocation or subluxation, she has not noted any unusual discharge or odor, does not use alcohol. Previously administered products included for birth control: birth control pill from 2011 to (B)(6) 2013 and nuvaring; for an unreported indication: procardia, ibuprofen, magnesium sulfate, progesterone and terbutaline. Concurrent conditions included gravida, heavy periods, pneumonia, pelvic infection, sexually transmitted disease, heart murmur, anemia, blood transfusion, ringing in ears, sore throat, night sweats, frequency urinary, painful periods, appetite lost and chills. Family history included blood pressure high (mother). Concomitant products included ketorolac, midol [acetylsalicylic acid,caffeine,cinnamedrine,phenacetin] and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss") and alopecia ("hair loss"). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced ovarian cyst ("complex cysts on my ovaries"), migraine ("migraines"), headache ("headaches") and hormone level abnormal ("hormonal change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain(severe and constant)"), dizziness ("light headedness") and burning sensation ("burning sensation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved, the abortion spontaneous, ovarian cyst, female sexual dysfunction, headache, tooth disorder, fatigue, dizziness, burning sensation and hormone level abnormal outcome was unknown and the migraine, weight decreased and alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, burning sensation, dizziness, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: mr-both tubal ostia easily visualized and both essure coils placed with difficulty ( 5 visible coils right side and 4 visible coils left side). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. On (B)(6) 2013-cytology report- pap test interpretation: negative for intraepithelial lesion or malignancy site: site: endocervix, vaginal specimen: thin prep adequacy: satisfactory for evaluation; endocervical or metaplastic cells present. ¿ excessive blood in specimen vial limits number of epithelial cells recovered. ¿ scant squamous cellularity.comments: this specimen was screened by the thin prep imaging system along with an additional manual rescreening by a cytotechnologist and/or pathologist. Clinical history: post partum, cytotechnologist: (B)(6), CT(ascp), pap normal letter will be sent to patient. On (B)(6) 2017, surgical pathology report- specimen received: fallopian tube right and left and' right and left coils clinical history: pelvic and perineal paint complex cyst of right ovary. Diagnosis: fallopian tubes, left and right, excision no significant pathology changes gross description: the specimen is received in formalin "right and left fallopian tubes, right and left coils. It consists of a 4.8 x 3.2 x 0.8 cm aggregate 01: tan-pink irregular to elongated fragments of, soft tissue, appearing consistent with fragments of fallopian tube. Two fimbriated ends are grossly identified. The serosal surfaces are tan-pink, glistening and grossly unremarkable. The cut surfaces reveal pinpoint stellate lumen with, no lesions grossly identified. Received separately in the same container are two elongated portions of coiled metal appearing consistent with essure coils measuring 11.6 cm and 10.9 cm in length and less than o.1 cm diameter. The specimens contain minimal attached tan-pink soft tissue. The specimen is sectioned and representative sections are submitted in two cassettes concerning the injuries reported in this case, the following ones were reported in patient's medical record: vaginal haemorrhage, pelvic pain, abdominal pain lower, genital haemorrhage, dyspareunia, weight decreased, headache, ovarian cyst, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in social media: burning sensation and dizziness. Most recent follow-up information incorporated above includes: on 6-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number- b21577 were added. Events hormonal changes: complex cysts on my ovaries, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), apareunia (inability to have sexual intercourse), migraines / headaches), dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, weight loss, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.